Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 588 mg/dl. Customer's blood glucose at time of incident was 500 mg/dl and current blood glucose was 558 mg/dl. Based on customer report, customer does not allege pump was under delivering. Customer decline to troubleshooting of the high blood glucose. The insulin pump will not be returned for analysis.